Manufacturer narrative:
The autopulse lifeband with serial number (B)(4) was received for investigation on (B)(4) 2013. Visual inspection confirmed that lifeband's sheathing was torn. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that although the lifeband was not twisted and patient clothing was not involved, autopulse platform sucked the sheathing right through the buckle. The autopulse stopped and the customer was unable to extended the life band. No adverse pt sequelae was reported. Additional details were requested by manufacturer however none were able to be provided.